Manufacturer narrative:
Additional information received; it was reported that the type ia was assessed as having a causal relationship to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was used as an accessory device for the endovascular treatment of a type ia endoleak. 7 endoanchors were deployed successfully. A non-medtronic stent graft was implanted on the same day. The maximum diameter of the aaa was 64 mm. The aortic diameter below the lowest renal artery was 27 mm, and the aortic neck length was 23 mm. The proximal neck angulation was 33 degrees and the suprarenal neck angulation was 10 degrees.   It was reported that after implant of the endoanchors, the type ia endoleak was not resolved. No additional treatment was carried out. No clinical sequelae were reported and the patient is fine.